Event description:
During a rotator cuff repair the needle from the white suture broke in half. The needle broke in the longitudinal plane of the rotator cuff. The surgeon was unable to locate the needle inside the tissue so an x-ray was ordered and the needle was located but the surgeon was unable to find it by sight. The repair was completed and the needle was left inside the pt's tissue. A delay of four hours took place trying to locate the broken portion of the needle.